Event description:
It was reported that during a da vinci-assisted inguinal hernia etep-unilateral surgical procedure, yellow light on patient side manipulator (psm) 2 was noted. The operating room (or) staff called technical support to report the issue. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed logs and noted error 282. The caller stated that the site was getting an insertion axis not free to move the message. The site removed the instrument and pressed the instrument clutch button, but the message and yellow light were still present. The site draped psm 3 and used it in place of psm 2 to continue the procedure. The site was completing the procedure with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure, after the anesthesia and port placement. The system started up with no issues. No issues occurred while docking or prepping the room. The system functionality was checked upon powering the system. The system initially powered on with no errors. The psm stopped working during the procedure. The customer replaced the instrument on another psm per a technical call.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse observed the patient side manipulator (psm) yellow error state indicating the psm was not free to move and the error 23007 in logs. The isi fse replaced psm 2 for customer satisfaction as the isi fse could clear the error state by moving psm away from the column and engaging the clutch button. The isi fse tested the psm homing during multiple power cycles with no repeat of error 23007 that wasn't user induced. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the psm and failure analysis has completed its investigation. Failure analysis confirmed but could not replicate error 23007 along the insertion axis. Visual inspection was performed. The psm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The axis 3 brake will be replaced as a precaution. A review of the site's complaint history does not show any additional complaints related to this product. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigations revealed error 288 indicating one or more tool sensors were not detected. This complaint is being reported due to the following conclusion: a psm was disabled/abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.